Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urethral anastomosis for robotic prostatectomy, barbs were tearing through the tissue. Surgeon was forced to create anastomosis sub-optimally. The event led to tissue loss.